Event description:
According to the reporter, during a laparoscopic tep procedure, while it was being used to create the working space, the device¿s valve seal was damaged, the trocar valve started to leak in the middle of operation when the surgeon lifted optic in higher angle. The physician used another instrument, where the valve leaked immediately after starting to fill the abdomen. No harm was caused to the patient. The device was discarded by the customer.